Manufacturer narrative:
(B)(6). This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it has not been reportedly explanted from the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a plate that was implanted during a previous foot surgery was discovered to be broken post-operatively during a follow-up visit. The plate was from the 2.4 modular hand set-right side. It is unknown what the initial procedure was and patient status is also unknown. To date, anticipated treatment has not been decided. This report is for an unknown plate. This is report 1 of 1 for (B)(4).